Event description:
The customer reported that when a unit is set for avaps and when a mask is removed, the unit takes up to 30 minutes before unit alarms. Outside of use, no patient or user harm reported. Clinical spoke with customer. Customer is taking responsibility to correct/repair the device. The customer was able to determine that it is likely a user error that the settings were not appropriate, and the respiratory therapist had a filter between the mask and circuit. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.